Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use. Results: stator not on error message.

Event description:
The customer reported that "a stator is not on" error displayed on the system. Customer rebooted and was able to finish case.